Manufacturer narrative:
Concomitant medical products: product ID 3586, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had incomplete paresthesia coverage in the painful area. The patient had pain at an unknown location. There was an elective replacement of the lead and hospitalization from (B)(6) 2013. The medullar lead was changed for one lead with more electrodes, a paddle lead which had not existed at the time of inclusion so this was an improvement of therapy. The event was recovered on (B)(6) 2013. It was not serious and not related to the device or procedure.